Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of refp0988 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported "I had an issue today with one of the midlines. The safety stop/cap for the needle slid right off the needle and remained on the catheter hub. I have no concern or suspicion that any broken portion was deployed into the patient. "

Event description:
It was reported "I had an issue today with one of the midlines. The safety stop/cap for the needle slid right off the needle and remained on the catheter hub. I have no concern or suspicion that any broken portion was deployed into the patient. "

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and batch history, applicable previous investigation(s), applicable manufacturing records, photo analysis and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint that the needle safety mechanism detached from the powerglide pro was confirmed but the cause is unknown. A single photograph of a powerglide pro deployment device was returned for evaluation. The guidewire had been advanced, and the catheter had been deployed off of the needle. The passive safety mechanism was detached from the needle and was found alongside the device. Residual material from device use was obscuring the view inside of safety mechanism, so it could not be determined if the safety mechanism was damaged and/or if all internal components were present. Functional testing and visual examination of the safety mechanism could not be conducted without the physical sample. The exact root cause of the failed safety mechanism could not be determined from the photograph. Possible contributing factors include the safety mechanism having a damaged internal component. A review of manufacturing documents for this lot/batch found no deviations/issues associated with the reported event regarding product materials or manufacturing. H3 other text : evaluation findings are in section h.11.